Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent tip was allegedly broken off. Reportedly, the broken tip was removed using a snare device. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the stent tip was allegedly broken off. Reportedly, the broken tip was removed using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but it is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: a potential manufacturing related issue was considered; therefore, the lot history records were reviewed with special attention to manufacturing and inspection of this product. Based on review of these documents, the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in activated condition without stent that reportedly had been deployed inside patient; the inner catheter cardan tube was found broken at the distal end, and the distal end including tip was separately included. Provided images demonstrate the used product inside the pouch but the relevant distal end of the inner catheter cardan tube is not visible. The investigation leads to confirmed result for break of the inner catheter cardan tube. Based on the investigation of the provided information, the investigation is closed as confirmed for break of the inner catheter cardan tube. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pre dilation the instructions for use states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' Under materials required the instructions for use states: '5f (1.67 mm) or larger introducer sheath (¿); 0.014-inch (0.36 mm) - 0.035-inch (0.89 mm) diameter guidewire'. Regarding insertion and removal difficulty of the delivery system the instructions for use states: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' Holding and handling of the system throughout deployment was found sufficiently described. H10: d4 (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.